Event description:
The customer's nurse reported the customer's meter did not turn on after the test strip was inserted into the port. As a result, the customer reportedly experienced symptoms of hypoglycemia and lose consciousness. It was also reported the customer was able to obtain a blood glucose reading of 44 mg/dl after they recovered consciousness. No third-party medical intervention was required and no diabetes related medications were reportedly taken at the time of the event. The customer's nurse reported the customer drank orange juice to alleviate the symptoms. Two days after the event, the customer's nurse reported the customer went to a hospital, but there was no report of diagnosis or treatment for severe hypo- or hyperglycemia. At the hospital, the customer reportedly received fluids due to being dehydrated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.